Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level was 376-377 mg/dl; cause was due to o-ring on pneumatic tap. Reportedly, customer was using humalog for 3 days. Customer received normal third party assistance and delivered a correction bolus to address bg level. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge and infusion set to resume insulin therapy.

Manufacturer narrative:
Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.